Manufacturer narrative:
The meter was requested for investigation. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter had an issue with the meter display on accu-chek inform ii meter serial number (B)(4). The reporter stated there was a residue under the top layer of the screen making the results field no longer legible. There was no actual misinterpretation of patient results due to the display issue.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.